Manufacturer narrative:
Follow-up #1: date of submission 04/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump was powered on with the auditory and vibration alerts functioning appropriately. The pump was exercised and no heart beating vibration was duplicated. The reported ¿vibration issue¿ complaint was not duplicated. The pump¿s cover was removed; there were no intermittent conditions found to the vibration circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2016, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The pump reportedly was constantly vibrating. The vibration reportedly was described as a heartbeat. There was no moisture or physical damage reported in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.